Manufacturer narrative:
The broken instrument has not been returned for eval, therefore, the root cause of the customer reported failure mode cannot be determined. A f/u medwatch report will be submitted if the instrument is returned or if add'l info is rec'd.

Event description:
It was reported that while suturing during a da vinci si single port hysterectomy procedure the jaw of the 5 mm needle driver instrument broke and fell into the pt. The broken piece was retrieved and the planned surgical procedure was completed with an instrument of the same type. The rptr indicated that there was likely extra stress on the instrument due to the close proximity of the instrument arms while performing the single port procedure. No pt harm, adverse outcome or injury was reported. The delay in reporting is due to an isi rep who was in attendance during the surgical procedure when the malfunction occurred but did not report the event within the time period required. The isi rep has been reminded of isi's reporting timeframe requirements.